Event description:
On december 17, 2021, drive received a report that in (B)(6) 2016, an end-user of the subject bed handle died as a result of becoming entrapped between the handle and the mattress of his bed. Drive did not receive any further information in the report, and is currently investigating. The bed handle is the subject of a voluntary recall that was announced by the cpsc and health (B)(4) on (B)(6) 2021. The cpsc recall announcement is attached. Drive will update this report if and when further information becomes available.